Event description:
This device was implanted on (B)(6) 2006 and was explanted on (B)(6) 2012 due to generator or pocket reposition. A new dual chamber pacing system was implanted. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) canada. No additional information is submitted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).